Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was air leak at the time of cuff check before use. The cuff was inflated but it deflated immediately. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event cut in cuff was confirmed. A visual inspection was performed, and it was observed the cuff presents a small cut. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated after few seconds. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.